Event description:
It was reported the pt feels a painful knot in the back of her neck when stimulation is on. The knot does not completely resolve when stimulation is turned off. The pt also reported she suffered a fall; however, the pain started prior to the fall. Diagnostic testing revealed invalid impedances. Reprogramming did not resolve the issue. The pt's physician recommended she stop using her scs system. The pt stated she will be seeking a second opinion. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.